Event description:
The pt called lifescan and alleged that their meter was reading inaccurately high. The pt performed several control solution tests and all failed except one. The pt went to the hosp to obtain advice regarding their diabetes. The nurse performed a control solution test with the pt's test strips and the hosp meter and the test failed. The pt's blood glucose was not tested and the pt did not receive any treatment. No injury or harm was alleged. The test strips appeared to be in good condition, codes matched, and the control solution was opened less than the discard date. A replacement meter is not being sent.